Event description:
It was reported that after an initial bunion surgery on (B)(6) 2019, all hardware was removed in a revision surgery on (B)(6) 2023 due to pain and a screw that had backed out of the medial plate. There was no other report of patient impact or injury as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2019, all hardware was removed in a revision surgery on (B)(6) 2023 due to pain and a screw that had backed out of the medial plate. Additional information indicates the patient had a nonunion in 2019, however upon removal, the bones were completely fused/healed. There was no other report of patient impact or injury as a result of this event. The medial plate and four screws were returned to the manufacturer for evaluation. All devices show evidence of use, damage as a result of initial implantation, and/or damage as a result of removal efforts. There was visible damage to threading on the plate and the two (2) 14mm screws, which is consistent with cross threading from screw engagement with the plate. The device history records were reviewed and no non-conformities or issues during the manufacture or release of the products were identified that could have contributed to what was reported. Although a number of factors could have contributed to the screw backing out, the most likely cause cannot be determined based on the available information. However, it is possible the screw was not completely locked into the plate during initial placement and/or the initial nonunion of the patient's bones could have contributed to what was reported. A non-union and/or not fully seating the screws during initial placement can lead to them loosening over time and eventually backing out. The device is intended for fusion/stabilization and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit, and the surgical technique includes statements regarding the proper method for inserting screws into a plate. The company will supplement the MDR as necessary and appropriate.